Event description:
The customer reported that the device activated on its own when being passed from one surgeon to another. This happen outside of the pt cavity. There was no injury to the staff or pt.

Manufacturer narrative:
(B)(4). The device was plugged into a generator and it did not self-activate. A self-activation condition could not be duplicated during testing and the customer's report could not be confirmed.